Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot, unknown shell ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10631, 0001825034-2018-10632.

Event description:
It was reported patient underwent a hip revision at an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 157442 789070 m2a-magnum mod hd sz 42mm, us157848 920470 m2a-magnum pf cup 48odx42id, 139258 m2a-magnum 42-50m tpr insrt +3. Reported event was confirmed by review of medical records received. Review of the available revision notes identified massive amount of metallosis at posterior proximal femur disintegrated due to metallosis. Loose femoral stem was removed. Greater trochanter fracture. Approximately 50% abductors not intact and ruptured / destroyed from metallosis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to metallosis and stem loosening